Event description:
The reporter obtained back to back (rapid succession) blood glucose results of 92 mg/dl and 125 mg/dl. A control solution test resulted in range 118 (89-133). The reporter stated that this wife cleans the meter with control solution.